Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the cath lab for a generator change procedure. During procedure, the right ventricular lead was tested and measurements were within normal limits. At the end of the procedure, the fluoroscopy and x-ray image of the right ventricular lead was taken and it revealed externalized conductor cables between the two coils. As the measurements of the lead remained stable, no further action was taken. The patient was stable post procedure.